Manufacturer narrative:
The patient suffered hemorrhagic stroke and was treated with medication. The investigator assessed event is not related to the anti-platelet medication. The patient is not recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. At an unknown date, patient suffered stroke. Investigator assessed event is not related to device. Sponsor assessed event is not related to device and anti-platelet medication.